Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the proximal left circumflex coronary artery with no tortuosity, heavy calcification and 95% stenosis. The patient presented with a myocardial infarction (mi) prior to the procedure. Initially, a balance middleweight (bmw) guide wire (gw) failed to cross the lesion. The bmw was successfully replaced with the whisper gw, which crossed without any issues. An attempt was made to pre-dilate the lesion with multiple balloons without success. Direct stenting was performed; however, the stent implant was poorly apposed to the vessel wall. On angiography, the distal tip of the whisper gw was observed not to be responding to torque. The distal tip of the whisper gw had separated and remained inside the patient. Attempts were made to retrieve the separated tip via snaring; however, they were unsuccessful, and the separated tip remains in the anatomy. The procedure continued as attempts were made to expand the poorly apposed stent. Due to the attempts to snare the tip, the procedure was delayed approximately 3 hours. The patient status was reported as doing well. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual inspection was performed on the returned device. The guide wire separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties.